Event description:
It was reported that the patient presented for routine generator change with episodes of post-paced t wave oversensing exhibited by the implantable cardioverter-defibrillator. The device was explanted due to normal battery depletion. The replacement device was programmed appropriately. The patient was stable.